Event description:
The customer reported that while the unit was in use on a pt, the unit was vibrating excessively which caused compressor to cut through and short the battery cable which exploded. The pt was switched to another unit and therapy was continued. No pt injury was reported.